Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow-up. A review of a stored electrogram revealed the patient¿s implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Programming changes were discussed with the physician. Programming changes might be made at a follow-up appointment depending upon what happens in the interim and which follow-up appointment has not yet been scheduled. The patient has been stable throughout.